Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is (B)(6) has been used as a default. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that a box of syringe 0.5ml 29ga 12.7mm 10bag 500 wal had missing label information during use. The following wa sreported by the initial reporter: "it was reported that the wife of a consumer wanted to know the expiration date for a box her husband may have used. Verbatim: spouse of relion consumer wanted to know expiration date for syringes she thinks her husband may have used. Could not say for sure.stated, she was cleaning out her closet and came across the syringes lot: 1031309, catalog: 328507, trademark: unknown, date of event: na, samples: na. Will not be sending letter, mail kit, or replacement for this file."